Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had a hard time urinating after losing her patient programmer (pp). The replacement policy was reviewed. It was unknown when the issue started to occur. A healthcare professional (hcp) reported there was an office note from (B)(6) 2015 that reported the patient felt good sensation and it continued to provide good symptom relief. The patient complained that the stimulator had moved and it was mobile, which caused discomfort. It was noted that there was a revision of the device in (B)(6) 2014 for this same reason. The stimulator was noted to be in the right upper buttock. The hcp was able to manipulate the stimulator and it was superficial. There was no redness or drainage. A pp was provided to the patient. The patient had approximately 26 months of battery life left and wanted to have the device moved to a different location since it was causing pain. She was going to discuss the plan with a different doctor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.